Manufacturer narrative:
The national repair center received the power management board from the supplier. The supplier verified the failure of the batteries not charging and replaced components q27 and q 50, and installed the required rework. The board passed testing. Inspection of the board was completed per procedure and to the standard, with no visual damage observed. And upon inspection of the board per procedure was verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The board will be packaged and labeled and sent to stock per procedure.

Event description:
It was reported that after returning from a flight, the cardiosave intra-aortic balloon pump (iabp) was connected into hybrid cart and it was noticed that the batteries were not charging. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The power management board (pmb) was returned to getinge's national repair center (nrc) for failure investigation and was inspected per procedure, with visual damage observed to component q27 (shorted). The pmb cannot be tested due to the shorting of component q27. Experience has proven that when q27 shorts, the batteries will not charge. However, the pmb was sent to the supplier for failure analysis per procedure and upon the inspection of the board per procedure the installation of rework is required. A supplemental report will be submitted, if necessary. Updated fields: b4, g4, g7, h2, h6, h10.

Event description:
It was reported that after returning from a flight, the cardiosave intra-aortic balloon pump (iabp) was connected into hybrid cart and it was noticed that the batteries were not charging. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. The stm removed the rescue cart and reinstalled into the hybrid unit and the battery light would come on for a few seconds and then turn off without charging the batteries. The stm troubleshot the issue and found the power management board to be bad. To address the issue the stm replaced the power management board pcb. The stm performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The power management board has been requested to be sent back to the national repair center for further evaluation. A supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that after returning from a flight, the cardiosave intra-aortic balloon pump (iabp) was connected into hybrid cart and it was noticed that the batteries were not charging. There was no patient involvement and no adverse event was reported.